Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive cable and the video controller board were replaced during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported the system had grainy images and the images were unusable. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.